Event description:
It was reported that the patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis included intraperitoneal (ip) ancef (1g for 3 weeks, frequency not reported). The patient was discharged from the hospital four days later and was reported to be recovering from the peritonitis event. Additional information was requested and was not available at this time. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h03051 and h13h30062 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).